Event description:
Patient reported that since last fill or in the past three months they had a ER visit and hospitalization due to emphysema flare up and md is aware. Date of admission is unknown. Length of stay is unknown. Date of discharge is unknown. No further information provided. Ohtuvayre, vios lc aerosol delivery system, nebulizer pari plus lc indication: chronic obstructive pulmonary disease, unspecified. Tymlos indication: age-related osteoporosis without current pathological fracture.